Event description:
It was reported that the cartridge was leaking from the o-ring . Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
H3 other text : device not returned.